Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis confirmed the outer conductor coil was fractured 22 cm from the terminal pin. There was no fracture noted of the inner conductor coil. Detailed analysis of the fracture site determined the conductor coil was fractured due to cyclic fatigue.

Event description:
This supplemental report is being filed because the right atrial lead was returned and analyzed.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that strips, images and device data were sent to technical services for review. It was confirmed there was noise present on both the right atrial (ra) and right ventricular (rv) channels when programmed unipolar, and the ra and rv ring to can impedances were greater than 3000 ohms. It was noted both the ra and rv leads had normal impedances from tip to can. A few days after technical services reviewed the device data, both the ra and rv leads were tested via the pacemaker and the pacing system analyzer (psa). In a unipolar configuration, normal pacing impedance measurements were observed on both leads when tested via the pacemaker and psa. In a bipolar configuration, pacing impedances of greater than 3000 ohms were observed on both leads when tested via the pacemaker and psa. The health care professional (hcp) suspected both leads were fractured. The decision was made to explant and replace this ra lead and associated rv lead. The associated pacemaker remains in service with the newly implanted leads. No additional adverse patient effects were reported.